Manufacturer narrative:
(B)(4). Lot 14j010 was manufactured between september 4, 2014 and september 5, 2014. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted white particles approximately 0.20 and 0.25 square mm in size floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of the large volume intermate. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened, to address this issue. Should additional relevant information become available, a supplemental report will be submitted.